Event description:
Per field clinical specialist, approximately 3 years 9 months post implant, the transcatheter heart valve failed due to stenosis, patient came back symptomatic with restenosis and mean gradient of 60. A valve in valve procedure was completed

Manufacturer narrative:
Device remains in patient. Investigation is ongoing.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery provided therefore no imagery evaluation performed. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The complaint for post-implantation increased gradients was unable to be confirmed, therefore a lot history review and complaint history review was not performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint therefore no manufacturing mitigation is required. The instruction for use (IFU) for s3u thv with commander ds was reviewed. No IFU/training deficiencies was identified. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaint for post- implantation increased gradients was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records provided for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, approximately 3yrs 9months post implant, the transcatheter heart valve failed due to stenosis, patient came back symptomatic with restenosis and mean gradient of 60. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Due to limited information, a definitive root cause was unable to be determined at this time. Since no manufacturing nonconformances or labeling and IFU and training deficiencies were identified, no product nonconformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.